Manufacturer narrative:
Concomitant products: product ID: 402452, lead, implanted: (B)(6) 1998. Product ID: 419478, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. The high output pacing caused diaphragmatic stimulation. Also, the atrial sensing had diminished with undersensing noted. The leads were initially reprogrammed, but a lead replacement was planned for both leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.